Manufacturer narrative:
(B)(4) - dehisced annuloplasty ring and vegetations/thrombus. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was noted as possible extended ICU stay.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 2 months. Through follow-up with the health-care provider, it was learned that the reason for explanting the device was due to "infective endocarditis with dehiscence of mitral ring and mitral endocarditis." According to the operative report, the patient is a (B)(6) year-old man who has a history of asd closure with an amplatzer device in the past. Several months ago he was referred for mitral valvuloplasty as well as maze procedure, as he had persistent atrial fibrillation with difficult to control heart rate. A minimally invasive mitral valve repair and maze procedure was performed without difficulty and was uneventful. However, in the postoperative period the patient developed complications requiring a prolonged ICU stay. He was ultimately discharged and was in the process of rehabilitation when he developed acute heart failure symptoms and was found to have endocarditis of his mitral ring and mitral valve and severe mitral and tricuspid regurgitation. During explant, an intraoperative transesophageal echocardiography was performed, which confirmed the findings of severe mitral regurgitation with a dehisced annuloplasty ring as well as severe tricuspid regurgitation. The right ventricle was dilated and was moderately dysfunctional. Left ventricular function was preserved. Upon inspecting the intra-atrial septum, it appeared that there was some thrombus material which could not be determined whether or not it was infected, adherent to the amplatzer device. Through the atrial septal defect, an incision was extended onto the dome of the atrium for approximately another centimeter, which provided excellent exposure of the mitral valve. There was clear evidence of infective endocarditis involving the mitral valve with lamellated thrombus and vegetative material attached to the ring. Upon removing the ring the anterior leaflet was noted to be completely dehisced with no annular attachment whatsoever. The subvalvular apparatus of the anterior leaflet was therefore removed along with the anterior leaflet and aggressive debridement of the mitral annulus was undertaken. Another edwards annuloplasty ring was placed. It should be noted that the procedure was made at least 25% more difficult by the need to explant the amplatzer device, as well as the need to repair the defect in the noncoronary sinus of valsalva, which possibly was related to the amplatzer device. Furthermore, it was noted by the health-care provider that the reason for explanting the device was patient related. There was no device malfunction.